Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and motor position encoder error. The blood glucose level was unknown. Customer reported that the drive support cap appeared normal. Customer was report a motor position encoder error alarm. There was no delivery alarm. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with stuck motor error alarm loop during bolus delivery due to encoder signal out of phase. The motor was tested outside the device and passed. Unable to confirm e70 alarm due to overwritten history file.